Event description:
It was reported that upon interrogation, this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient did not experience any symptoms. Technical services recommended device replacement and return of the device. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.